Event description:
It was reported that during an unspecified arthroscopy, the leaflet at the tip of the super turbovac 90 has detached in the middle after a short time. The procedure was completed with a s+n back up device. There was a delay less than 30 minutes and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode tip has been heavily used and eroded in its center. Bio debris is present. Product was out of the original packaging. No packaging returned. A functional evaluation found the device displayed settings (1,7) when plugged in. Plasma generation and coagulation functioned on the remaining portions of the electrode. The resistance measured at 0.94 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: the device was received for evaluation at the manufacturing site; however, a physical product evaluation was not possible. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.